Event description:
Medtronic received information regarding an imaging system being used in an pre-operatively. It was reported that the system was displaying a localizer faulted message in the software when the flat emitter was connected to the system. The site restarted the system and unplugged and re-plugged in the emitter, which resolved the issue. The representative performed additional troubleshooting.   The representative ran print diagnostics and instrument interface and emitter not showing any faults or errors. They could hear the emitter "buzzing" when plugged in and in procedure. Visually inspected pins, port connection and cable and no evidence of damage. Ran self-test and results are normal. Selected demo patient and plugged in registration probe, and emitter and instrument both tracking in tracking window. Emitter and instrument interface both showing connected in tracking details. Sales rep mentioned that site keeps system on and flat emitter connected several hours prior to the procedure. Ts recommended that they restart the system an hour or so prior to the procedure if they are keeping it on at length prior. There was no impact to patient outcome and a delay of less than one hour.

Manufacturer narrative:
H3) no parts have been returned for analysis. Section d references the main component of the system. Other medical products in use during the event include: sfw kit 9735736 stealth s8 ent EU-sc medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: software data was received by the manufacturer for analysis. It was suspected that the user error might have caused the reported behavior, but the information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. B01, d19, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.